Event description:
The patient contacted animas on 03/05/2012 reporting zero unit entries in the basal history. The patient reported that the basal reading on diasend and ezmanager showed basal deliveries of 0.00 for 3 to 6 minutes occurring randomly about twice per day. This report is made based on the allegation that the basal history showed zero unit deliveries at random in the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump showed 0.0 unit basal rate delivered in the basal history associated with the pump being suspended. The pump was exercised for 24 hours with no 0.0 unit basal deliveries during testing. The pump was suspended and the pump showed the appropriate warning message "alert suspended - if active, temp basal and combo bolus have been canceled".